Event description:
As reported by a cde, the patient stated that two v-go's fell off her body. Patient wears them on the abdomen and they both fell off after about two hours. The patient thinks the adhesive is the problem.